Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure.  Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause of the central ai is unknown as information was requested but not forthcoming.  However, the central ai may be related to patient/procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 26mm sapien 3 valve was implanted in a previously implanted sapien 3 valve due to central aortic insufficiency (ai) in the aortic position via tf approach.  The implant date and serial number of 1st valve is unknown at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.